Event description:
It was alleged that the water blanket was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI. Customer did not provide the product for evaluation.

Event description:
It was alleged that the water blanket was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was concluded by making several attempts to contact the customer for further information regarding the alleged event. After multiple attempts to make contact with the customer were made without response, a final letter was sent to them informing them that the investigation into the alleged event may be reopened and updated in the future if they are able to make more information available. Customer did not provide the product for evaluation.

Event description:
It was alleged that the water blanket was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.